Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('haemorrhagic bleeding causing consequent anaemia'), blood loss anaemia ('haemorrhagic bleeding causing consequent anaemia') and autoimmune disorder ('blood results show a high rate of autoimmune system') in an adult female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthropathy ("numerous joint disorders"), muscle disorder ("numerous muscle disorders"), tendonitis ("multiple and repetitive tendinitis that led to leaves from work"), fatigue ("fatigue"), sleep disorder ("sleep disorders"), dyspareunia ("permanent fibroma pains during sexual intercourse"), affective disorder ("mood disorder"), alopecia ("hair loss") and depression ("depression"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, autoimmune disorder, arthropathy, muscle disorder, tendonitis, fatigue, sleep disorder, dyspareunia, affective disorder, alopecia and depression outcome was unknown. The reporter provided no causality assessment for affective disorder, alopecia, arthropathy, autoimmune disorder, blood loss anaemia, depression, dyspareunia, fatigue, genital haemorrhage, muscle disorder, pelvic pain, sleep disorder and tendonitis with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.